Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed on the cycler with no issues noted. The load cell verification was performed and passed. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The cycler weighed fill volume values were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient experiencing multiple alarms. The patient discontinued treatment. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv) on (B)(6) 2018. The largest drain volume from this treatment occurred during drain 1 where 5188ml drained. This drain is 259% of the largest prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been rained. The 180% of fill volume 2000ml is 3600ml. Therefore, a reportable malfunction has occurred. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. No treatments were reported missed. The patient has received a new cycler which is working well and continuing with pd therapy without issue.